Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination. We were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number 8095839 that could have contributed to the reported defect. Batch 8229974 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment.

Event description:
It was reported that the syringe 10ml ll bns experienced foreign matter contamination, product damage, and scale marking issues.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8095839. Medical device expiration date: 2023-03-31. Device manufacture date: 2018-04-05. Medical device lot #: 8229974. Medical device expiration date: 2023-07-31. Device manufacture date: 2018-08-17.

Event description:
It was reported that the syringe 10ml ll bns experienced foreign matter contamination, product damage, and scale marking issues.